Manufacturer narrative:
Wheel assembly.

Event description:
It was reported that the caster at the head end is damaged and the wheel is jammed. There was no reported pt involvement or adverse consequences.